Event description:
A 7 mm diameter x 16 mm length racer biliary stent system was inserted into a pt for the endovascular treatment of an occluded lesion in the renal artery in 2004. The vessel was slightly calcified with no tortuosity. The lesion was pre-dilated with a 5 mm balloon. It was reported that the stent was unable to be advanced to the lesion site. When the physician pulled the unexpanded stent back into the guide catheter the stent dislodged from the balloon. The stent was implanted in the pt at an unk location. No sequelae were reported and the pt is reported to be doing fine.